Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm,vtich12.6, 1.5/1.0/074 (sphere/cylinder/axis), implantable collamer lens tore/broke during injection/delivery into the patients left eye on (B)(6) 2019. There was patient contact but no patient injury. The lens was removed within the same surgery. On (B)(6) 2019 a replacement lens was implanted and the problem resolved, patient is happy.